Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery, the ophthalmic knives did not cut as expected. Procedure details and patient impact were not reported.

Manufacturer narrative:
Two opened knives, in a blister were received for the report of blade do not cut. Samples were visually inspected and found to be conforming. Functional penetration testing was performed and sample #1 was conforming and sample #2 was nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample #1 was found to be visually and functionally conforming, therefore blade do not cut as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned opened sample #2 was found to be functionally nonconforming, therefore the blade do not cut was confirmed and the root cause of the dull blade is the electropolishing process in the cutting instruments manufacturing process. A nonconformance investigation is currently in progress to investigate the trend identified for dull cutting instruments and the root cause of the nonconforming penetration value of the cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).